Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead had dislodged and exhibited failure to capture and failure to sense. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.